Event description:
The pt underwent right and left coronary catheterization, angioplasty and stent placement. The cardiologist attempted arteriotomy closure of the right femoral artery. When deploying the device the posterior needle missed the barrel. Needle back down was unsuccessful. The needle presented subcutaneously and could be felt very close to the surface of the skin. A small incision was made and the needle was extracted in the cath lab. Closure was achieved using manual compression. The pt recovered without further incident.